Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the reason for implant was due to chronic back pain and neuropathic pain in both legs for 11 years and three back surgeries. The trial was wonderful. The initial period was implant was fine and the patient was happy with it. The patient noted that the issues began about two weeks after implant. However, all of a sudden, the patient¿s pain would return. He would go through periods of two to three weeks where he was happy with the therapeutic effect, but then all of a sudden would have pain return. The patient was set up with programs a, b, and c and adaptive stimulation. The patient would be using one program for a while, and adjust the amplitude, and be fine for a half hour or 45 minutes. Then, if he coughed too hard, or sat too long and got up to walk around and sit again; it felt like stimulation was off. The patient would make an adjustment and it would feel good for a while and then go away again. Spinal cord stimulation (scs) had not done a lot for the lower back pain, but was helping the leg pain. New programs were created for the patient that seemed to work better at the time, but as soon as the patient left the office and drove over an hour home, within a day or two, it was back to the same old thing. The patient noted that it would be great for three to four weeks after reprogramming, but then could not feel the stimulation sensation. The patient would feel throbbing pain/ pins and needles in the legs and would crank it up to where stimulation could be felt. After a while that would become uncomfortable and the patient would lower stimulation. The patient noted that he could feel stimulation kick in when going from lying down to standing up. He would go make coffee and sit down, and would cough and feel a surge in intensity and then go back down after a couple of seconds. Sometimes it suddenly felt like he turned it off. The changes in therapy/symptoms was reported to be sudden. Additionally, the patient was seeking a new physician due to changes in insurance. Indication for use included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information from the patient indicated that in order for them to resolve the intermittent loss of stimulation, surging, and pain in their legs and back, they readjust the strength of their stimulation as needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.